Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6: (investigation findings) and h6: (investigations conclusions). The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Leaflet thickening can be attributed to structural valve deterioration (svd) and/or nonstructural valve dysfunction (nsvd). Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Leaflet thickening may also be attributed to non-structural valve dysfunction (nsvd), which is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. Nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as thrombosis/halt, early endocarditis or host tissue overgrowth. IFU review unable to be performed as the model is unknown. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Manufacturer narrative:
H11: additional manufacturer narrative: article citation: lima mr, brito j, almeida m, teles rc. Combined transcatheter aortic valve and tricuspid valve-in-valve implantation in a patient with a mitral mechanical prosthesis. Catheter cardiovasc interv. 2024 jun;103(7):1159-1164. The device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "combined transcatheter aortic valve and tricuspid valve in valve implantation in a patient with a mitral mechanical prosthesis" the following event was identified as pertaining to an edwards device: a 83-year-old patient with a 29mm ce valve implanted in tricuspid position underwent a valve-in-valve procedure due to leaflet thickening leading to severe tricuspid stenosis [mean gradient 7 mmhg] after unknown implant duration. As reported, patient presented fatigue, exertional dyspnea, and orthopnea. A 26mm sapien 3 ultra valve was implanted within the pre existing edwards surgical device.

Manufacturer narrative:
Corrected section b3 (date of event). H11: additional manufacturer narrative: the date of the event is unknown; however, according to the article, the article was received on 21 october 2023. Thus, this day was used in field b3 as date of event.